Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also the impedance trend on the rv (right ventricular) pacing lead was variable, and the right ventricular lead integrity alert was triggered. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and non-sustained ventricular tachycardia and right ventricular (rv) lead noise oversensing was observed, along with a suspected lead fracture. A lead revision was scheduled and the physician indicated the lead was not completely inserted into the connector block of the cardiac resynchronization therapy defibrillator (crt-d). The rv lead was reconnected to the crt-d, which remain in use. No patient complications have been reported as a result of this event.